Event description:
During a two level disc arthroplasty l4-l5, l5-s1, surgeon noted vertical cortical micro l5 fracture of vertebral body. Surgeon installed anterior spine plate across the fracture. Surgeon is not planning a revision. This is one (1) report of two (2) for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no device was returned. A review of the device history record and raw material was performed; no discrepancies were noted.